Event description:
During an atrial flutter ablation procedure using a therapy ablation catheter, the pt developed 3rd degree av block. While ablating on the cavotricuspid isthmus with the therapy ablation catheter, the physician touched the bundle of his and immediately noted an av block on the recording system. Radiofrequency application was stopped and external pacing was initiated. A pacemaker was implanted the same date and the pt is currently stable. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the reported 3rd degree av block was due to user technique.